Event description:
The catheter was cervical; it was originally placed there due to spinal fusions and no access to the spinal canal. They think the patient was getting therapy. The patient experienced hypertonia and had too much upper weakness. The patient was receiving lioresal 93ug/day (400ug/ml); they had given 2 10% increases without effect. The catheter was revised and pulled catheter down to the t6 level. They did not do anything else to catheter or pump reservoir. See manufacture's report #3004209178-2009-03417 for events following the catheter revision.